Event description:
It was reported that the images on the 9800 system had artifacts. The case was completed and there was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ccd camera. The sys was tested and found to be working as intended and placed back into service.